Event description:
The male patient was having a g-tube placed. The 20fr peel-away was put in, the dilator was removed and the tube was being placed. During this maneuver, the operator was distracted by someone coming into the room, as a result, the 20fr peel-away introducer was advanced into the patient's gi tract along with the g-tube. Retrieval was attempted and the tube was in the duodenum at one point. It was pulled back into the stomach with a balloon. The peel-away introducer may be removed via an endoscope. The patient has a history of cirrhosis, hepatitis c, ascites and pleural effusion.

Manufacturer narrative:
Evaluation: neither the complaint device nor the lot number was provided to assist us with this investigation. Nevertheless, based upon the information supplied by the customer, it is feasible to suggest this incident appears to be the result of a procedurally related event, and/or the neglect of the attendant rather than the fault of the device in question. This device is verified 100% to meet our inspection criteria prior to transport.